Manufacturer narrative:
The raw material certificate attests that the raw material of the insert complies with the iso (B)(4) standard. The raw material certificate attests that the raw material of the component femoral, tibial base plate complies with the iso (B)(4) standard. The review of the manufacturing history records shows that the devices (component femoral, tibial base plate and the insert) have been manufactured according to our specifications and drawings. The devices have been inspected during manufacturing process and no anomaly was detected. The review of the sales data shows that the majority of the batch of the insert (6 parts on 13 parts manufactured) was implanted without any other incident reported the review of the internal vigilance database reveals no similar incident related to wear of anatomic insert leading to knee instability requiring revision surgery. The visual analysis of the explanted insert shows: insert fixation to the baseplate: insert is showing significant marks of the tools used as a lever to unclip it in antero-medial inferior border. This is showing that unclipping wasn't easy so clipping was most likely correct. Damage of articular surfaces: lateral glenoid is showing marks of wear by burnishing as currently seen in tkr. This burnishing is extending from the anterior flange to the posterior border of the glenoid, which is much more than the expected area of articulation between the insert and the femoral condyle. On the other hand, medial glenoid is showing marks of wear by delamination on its posterior part showing that this area of the insert was submitted to unexpected overstresses. Damage of the post: anatomic is a posterior-stabilized tkr, where the posterior-stabilization is ensured by a ps post/cam mechanism. Post of this insert is showing both marks of wear by delamination and huge deformation: insert is flatter and broader than expected while being delaminated on its upper face. The origin of this huge damage of the ps post is difficult to deduce, but could explain the overstresses and over-burnishing of the glenoids previously detailed. With this damaged, post was articulating against unknown and unexpected structure (may be femoral bone that would not have been prepared and removed as advocated by the surgical technique - couldn't be confirmed without the x-ray images), and its stabilization and kinematics function was impaired. The surgeon implanted a 16mm thick insert which is unusual for a primary surgery and it is reported that the patient had a hich bmi. Despite several exchange with the sales rep, no additional information could be provided. Without the extra information (operative report, x-rays), further analysis cannot be performed. In conclusion and according to the elements in our possession, the origin of the incident cannot be established.

Event description:
Unusual wear of an insert detected during revision surgery on (B)(6) 2022. The implantation was performed in 2017 (at another healthcare facility). The revision surgery was performed due to an instability of the knee. The insert has been replaced. The sales rep, who was present during revision surgery, confirmed that the explanted insert was well impacted on the tibial tray before explantation. Associated devices: anatomic® tibial base plate for fixed bearing insert cemented size 2 (reference: (B)(4) and batch number: 256597). Anatomic® posterior stabilized femoral component cemented size 3 right (reference: (B)(4) and batch number: 257309).